Manufacturer narrative:
The nurse reported that the central nurse's station (cns) display was black, and their biomedical engineer (bme) discovered it was because the ac adapter for the display went out. Nihon kohden's technician advised the bme to replace the ac adapter on the display that went out. The bme had a spare ac adapter and replaced it on the display, issue resolved. No patient harm was reported. Investigation result: the device was put into service on (B)(6)2016. Warranty expired on (B)(6)2018. Approximate age of the device at the time of malfunction was 5 years.the device was in use on a patient at the time of the incident, but no patient harm was reported. The cause of the issue was determined to be a degraded consumable accessory, possible wear, and tear. The reported issue does not require further investigation through corrective and or preventative (CAPA) process the following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 (B)(6)2021 customer was contacted via telephone and stated that they cannot provide the information requested. B4: date of this report b5: describe event or problem - clarified ac adapter on the display went out and the bme replaced it, issue resolved. D10: concomitant medical devices, ni g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: adverse event, problem codes h10: additional narrative/data-clarified ac adapter on display went out and the bme replaced it, issue resolved. D10 uninterruptible power supply (ups) not a medical device.

Event description:
The nurse reported that the central nurse's station (cns) display was black, and their biomedical engineer (bme) discovered it was because the ac adapter for the display went out. Nihon kohden's technician advised the bme to replace the ac adapter on the display that went out. The bme had a spare ac adapter and replaced it on the display, issue resolved. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) display was black, and their biomedical engineer (bme) discovered it was because the ac adapter for the display went out. Nihon kohden's technician advised the bme to replace the ac adapter on the cns tower. No patient harm was reported.